Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the alleged defect has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; the vent was generating vent inop (inoperable), high pip (high peak inspiratory pressure) and low ve (low minute ventilation) alarms. The event log included xdcr fault (transducer fault) occurred . The customer reported the turbine transducer failed calibration at 0 cmh2o. The issue occurred during patient use, the patient was placed on another working ventilator, no patient harm. There is no report of patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 800). This issue will be internally investigated within carefusion.